Manufacturer narrative:
This report is submitted on 2 july 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at abutment site. Subsequently the patient was placed under general anesthesia and underwent skin revision surgery to excise skin at site and remove abutment. The patient has been treated with oral antibiotics.